Manufacturer narrative:
(B)(4) has been provided for the return of the device. No RMA has been issued. The consumer is still using the device. The source of the smoke is unknown. The consumer alleged the tilt actuator was smoking, however, the consumer has not sent the device back and it is still in use. Invacare provided user manual part no. 1104782 rev a (1)-3/01 to inform the consumer on the prevention of electrical issues as noted with this event. It is unknown if the consumer has fully read and understands the user manual. On page 2 the following warning is given: "do not operate this equipment without first reading and understanding this manual. If you are unable to understand the warnings, cautions, and instructions, contact a healthcare professional, dealer or technical personnel if applicable before attempting to use this equipment - otherwise injury or damage may result. Procedures other than those described in this manual must be performed by a qualified technician." It is unknown if the consumer exposed the wheel chair to any form of moisture [rain, snow, beverage spills, incontinence, etc.] That may cause electrical issues. The following warnings on page 2 of the user manual are provided. "Invacare has tested its power wheelchairs in accordance with iso 7176 part 9 "rain test." This provides the end user or his/her attendant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation. Do not leave power wheelchair in a rain storm of any kind. Do not use power wheelchair in a shower or leave it in a damp bathroom while taking a shower. Do not leave power wheelchair in a damp area for any length of time. Direct exposure to rain or dampness will cause the chair to malfunction electrically and mechanically; may cause the chair to prematurely rust. Check to ensure that the battery covers are secured in place, joystick boot is not torn or cracked where water can enter and that all electrical connections are secure at all times. Do not use the joystick if the boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately."

Event description:
The consumer alleges the tilt actuator was hot to the touch and smoking. The fire department was called and they unplugged the yellow wires on the chair to turn it off. The consumer is still using the chair. No injury is alleged.